Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. Target lesion 1 was 70% stenosed and located in the right coronary artery (rca). The reference vessel diameter was 2.7mm and the lesion length was 14mm. A 2.75x16mm liberte stent was implanted. Residual stenosis was 0%. The procedure was a technical success. Target lesion 2 was 75% stenosed and located in the circumflex artery (cx). The reference vessel diameter was 2.5mm and the lesion length was 10mm. No attempt made for direct stenting. A 2.50x12mm liberte stent was implanted. The procedure was not a technical success with 50% residual stenosis. There was a failure to cross to another stent and failure to cross tortuosity. A significant dissection/occlusion could not be repaired with bailout stenting. The patient was discharged on the same day as the index procedure without angina or silent ischemia. The discharge medications were asa 100 indefinitely and clopidogrel 75 mg for 9 months.